Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found signs of use as usual in this type of reusable devices. The inner shaft was missing. Without the inner shaft the reported condition could not be confirmed. No other anomalies could be observed. The overall complaint was not confirmed as the observed condition of the cordcutter *ea would have not contributed to the complained issue. Based on the investigation findings, the potential cause is traced to handling during cleaning/sterilization process, it is possible that after cleaning/sterilization process the device was not fully assembled again, leading to the possibility of components misplacement. As per instructions for use (IFU); while disassembled ensure that the instrument and its removable inner shaft remain together during cleaning. After cleaning, reassemble the instrument with its original components. Press the button on top of the instrument and insert the shaft into the instrument with the notch pointing down toward the finger holes. After the shaft engages the button should pop up. Pull on the inner shaft to confirm that the shaft is locked into the instrument. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unknown arthroscopic procedure that the cordcutter device had an internal piece broke out of it. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.